Manufacturer narrative:
Pump was received with reservoir tube lip completely broken off and test reservoir unable to lock/click into place, and missing reservoir tube o-ring.

Event description:
It was reported via phone call that the insulin pump was broken at the edge of the reservoir compartment and could not use the reservoir on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.